Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with alerts for right ventricular lead noise. Excessive noise caused inhibition of pacemaker. The lead's impedance also varied during can manipulation. The device was reprogrammed in the meantime. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after procedure.